Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported that on (B)(6) 2013 the plastic casing on a small fragment instrument set cracked. No further information is available at this time. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
A manufacturing evaluation was conducted. The report received indicates one unit p/n (690.347) was returned on complaint (B)(4). The received condition is noted as severely used with significant fading / wear evident on all of the hard anodized surfaces of the base plate assy (690.347.20), implant tray (690.347.40), instrument tray (690.347.80) and screw rack (690.347.30). The laser etch graphics located on the noted trays and assemblies are severely faded or illegible in many locations. The silicone brackets and nylon coated brackets located on the tray assemblies are discolored and/or damaged, indicative of prolonged and multiple cleaning/sterilizations in the field. The protective nylon coating on a majority of the nylon coated brackets on all trays and assemblies appear burnt in color and have cracked. This is typical of prolonged exposure to extreme cleaning/sterilization environments. The exterior of the base (690.347.10) and lid (690.347.11) are severely damaged in the form of scratches and gouges. The anodic coatings are discolored. The silkscreen graphics on the case exterior has been scratched or gouge off in multiple locations.